Event description:
Customer reports system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos, gpos, and single board computer. System operates as intended. This MDR is related to ge healthcare.